Event description:
Description: I bought contact lens at xxxxxxx on xxxxxxx rd in xxxxxxxx,xx the other day, and they gave me a trial box including clear care contact lens cleaner "triple action cleaning" and a case. I assumed it was similar to all the other multipurpose solutions (including the solution that I had used at xxxxxx) so I just stored my lens in my regular flat case with the clear care solution. The next day the moment I put my contact in my right eye my eye started burning, my eye instinctively shut tight, and it was a struggle trying to get my contact out of my eye. My eye immediately turned red. The following day I woke up with my right eye blood shot, swollen, slight draining, and mild discomfort and itching. Patient counseling provided: unknown. Reporter's recommendations: I believe the associates at (B)(4) should have explained and warned me about the use of clear care solution when they gave it to me. May be the bottle label should have been clearer about its warnings and use. (B)(4).